Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacemaker (B)(6) 2013; (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed infection from the implanted pacemaker system. Therefore the pacemaker system was removed and replaced with a new pacemaker system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.